Event description:
It was reported to bsc/target that during the procedure the gdc 18-fibered vortx shape synerg detection circuit detached prematurely. The physician was able to push it with the pusher wire in the aneurysm. The pt was with a large middle cerebral artery. Pt was intubated with grade IV fam. Pt had a bad grade prior to the event. Pt status was listed as "gcs 6".